Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("medical device removal") in a (B)(6) female patient who had essure inserted. The patient's past medical history included caesarean section, multigravida and parity 4. Concurrent conditions included obesity, skin disorder, stomach pain and menstruation increased. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, tubal removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Further company follow-up with the other health professional is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted. The patient's medical history included caesarean section, multigravida and parity 4. Concurrent conditions included obesity, skin disorder, stomach pain and menstruation increased. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, tubal removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other health professional is not possible. Most recent follow-up information incorporated above includes: on 9-jan-2019: the case will be deleted from bayer pv database. Nullification reason: case is duplicated from case: (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("medical device removal") in a 42-year-old female patient who had essure inserted. The patient's past medical history included caesarean section, multigravida and parity 4. Concurrent conditions included obesity, skin disorder, stomach pain and menstruation increased. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy, tubal removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: removal was performed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other health professional is not possible. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.